Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added and a supplemental report will be submitted accordingly. Referenced article: anterior myocardial infarction complicating right ventricle septal pacing. Heart rhythm case reports. 2021;7:211¿212. Doi.org/10.1016/j.hrcr.2021.01.003. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding myocardial infarction caused by screwing the rv lead into the left anterior descending (lad) artery. The article reports a patient who was admitted to the hospital approximately four weeks post implant with shortness of breath and left pleural effusion. The patient underwent thoracentesis of transudative fluid and presented two weeks later with worsening dyspnea without chest pain. Chest radiography showed moderate left pleural effusion. Echocardiogram showed distal apical akinesis with immobile layered thrombus. Left heart catheterization revealed left dominant system with subtotal occlusion of the distal lad artery at a site corresponding to the helix of the right ventricular (rv) lead with no other stenosis. The patient was started on anticoagulants and was discharged. Repeat echocardiogram five weeks later showed resolution of the apical thrombus. The patient was brought to the cardiac catheterization laboratory and the rv lead was explanted and replaced. The status/disposition of the lead is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.